Event description:
User advanced the needle into endoscope and adjusted the sheath length, reached target area while found out the handle cannot be pushed. User retracted the needle device from endoscope and checked function while found out the needle can be pushed out of sheath but cannot be retracted back into sheath, after second attempt the needle broken. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Was the needle break distal or proximal? Handle end. 1. Was gaining access to the target site difficult? No. 2. Was puncture of the targeted site difficult? Issue detected before contact of targeted site. 3. What is the scope manufacturer and model number that was used? Olympus eg-580ut. 4. Was the scope recently service/repaired? No. 5. Was the device used in a tortuous position? No. 6. Was the device damaged in packaging before removal? No. 7. Was the device damaged on removal from packaging? No. 8. Was force required to remove the device? No. 9. Was force required on insertion of device into scope? No. 10. Was resistance felt while inserting the device through the scope? No. 11. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Needle advancement. 12. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? No. 13. If not with the device in question, how was the procedure performed and/or finished? With a 22g needle. 14. Did the patient require any additional procedures as a result of this event? No. 15. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? N/a. 16. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? N/a, handle end, patient end. 17. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no. 18. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 19. Was the stylet partially removed when advancing the needle into the target site? Yes. 20. Was the syringe used during the procedure, after the stylet was removed? No. 21. Was difficulty experienced while retracting the needle? Yes. 22. Was it possible to be fully retract before removing the needle from the patient? No. 23. How many samples were obtained (passes completed) with this needle? 0. 24. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 25. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 26. Was the stylet fully in place inside the needle when advancing into the targeted site? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation 1 unit of lot c2222866 of echo-19 was returned opened in its original packaging. Images were shared of the complaint device before it was shipped to cirl which showed the needle and sheath to be broken below the sheath extender and the distal end of the needle to be advanced out of the distal end of the sheath. The device related to this occurrence underwent a laboratory evaluation on 05 august 2025. The lab and lab attendance can be viewed in the ¿examination of returned device¿ section of the product returns object. Observations from the initial lab evaluation were as follows; device returned with needle and sheath broke below sheath extender distal end of needle protruded from distal end of sheath, no issues observed with distal end of needle needle handle able to advance and retract without issue. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the needle potentially becoming kinked or bent below the sheath extender while inserting the device into the scope due to excessive force or improper handling. Although the answer to q.10 of the standard questions states no resistance was encountered while inserting the device through the scope it is possible that there may have been some resistance which could potentially have caused a bend or kink leading to the difficulty the user had initially advancing the needle handle. As a result, when the user attempted to advance and retract the needle outside the patient the needle and sheath broke below the sheath extender which also meant that the needle which was advanced outside the distal end of the sheath could not be retracted as observed during the lab evaluation. Confirmation of complaint complaint is confirmed based on visual and/or functional inspection. Corrective action/correction according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Another device was used to complete the procedure. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 11 sep 2025.